Event description:
It was reported that the 9800 sys does not replay cine runs. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. Erased the program flash and reloaded software. Confirmed that hard drive is on backorder. The sys was placed back into service.